Manufacturer narrative:
Additional data: b.5, d.1, d.2, d.4, d.7, g.1, g.5, h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side "rupture." Device remains implanted.